Manufacturer narrative:
Customer returned meter. The complaint is under investigation and a follow-up report will be filled once the investigation is completed.

Event description:
Customer reported a problem with her precision xceed blood glucose meter which would not turn on when the strip was inserted in the port. She reported experiencing the following symptoms: "hot flashes and sweating". The paramedics were called and transported her to the hosp, and according to the customer, she was treated with insulin to counteract the event.